Event description:
Additional information was received from the patient. It was reported that the cause of the lack of stimulation was unknown. The patient was not able to get sleep. They don't go out in public and live in the bathroom going through pads. The patient was having leakage. They are back to where they were before and want the device removed. The patient reported out personnel on the phone have been great. However, the patient was told they would have their own representative (rep) that would contact them to go over everything. The rep had never contacted the patient. The doctor's office scheduled patient to meet with the rep, but it was cancelled. The office tried to set up another appointment but was unsuccessful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were told they were going to have a manufacturer representative come in and review the external devices with them but they hadn't heard back from anyone yet. The patient stated they were supposed to have an appointment with their managing health care provider (hcp) to meet with the rep so they could learn how to use the external devices and learn about the therapy however it kept getting cancelled and rescheduled. The patient stated they didn't feel stimulation, however, the therapy was helping their symptoms by 50% or greater. The patient stated when they were first implanted, they were supposed to turn their ins on and they read all the instructions in the labeling and tried to put the communicator over their ins site but they weren't able to connect to turn it on. The patient stated they had to have their son help them and the son was able to turn the therapy on for them but they were leery of using the external devices on their own now that they lived alone because they didn't know how to use them and they'd been unsuccessful when they attempted to do it on their own. The patient stated they thought they would have a rep assigned to them and they'd be able to call the rep for help, but in the meantime they couldn't use the external equipment. Pat ient services reviewed the role of a rep and offered to review the external devices with the patient however the patient declined and stated they would rather wait until they got in to an appointment to meet with the hcp and the rep in person. The patient stated they may call back to review the external devices but they were going to try to meet with their hcp and a rep first. Patient also mentioned unrelated medical information that they had an EKG done even though they didn't know how to turn the ins off.